Event description:
The device was removed as it "would not deflate." A single connector from the assembly kit component was removed and replaced; leaving the pump/cylinder set, catalog #99188, serial #192172, reservoir, catalog #9075k, serial #195766 inplace from the initial implant surgery.

Manufacturer narrative:
According to a representative present at the explant surgery, the physician indicated that nothing was wrong with the device, fibrous tissue was found around some of the tubing and pump component impeding device function. The fibrous tissue was excised and the device cycled fine. The connector was received and evaluated by the MFR. No functional abnormalities were detected with this component. Based on the received info and quality assurance's evaluation. Qa concludes the following. 1) no abnormalities were noted with this component. Thus, qa found no device related reason for the reported difficulty with deflation. 2) however, qa is aware of reasons listed in product literature that can cause or contributed to difficulty with deflating a device. Therefore, qa will accept that as the reason for surgical intervention.